Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance and high capture thresholds were observed. This issued began occurring during a device replacement due to eri. Normal lv ring impedance measurements were observed 30 minutes prior to the procedure. Physician elected make programming changes. There were no patient consequences.